Event description:
In 2006, a patient with aneurysms and pseudoaneurysms in the ascending thoracic aorta and aortic arch underwent treatment with 3 gore tag thoracic endoprostheses, with intentional coverage of the brachiocephalic and left common carotid arteries (lcca). The left subclavian artery and left common carotid vessels had been bypassed in a procedure the day prior to device implantation. The patient also had another myocardial infarction 13 days prior to device implant. After two grafts were placed, a third graft was placed to extend proximally. While attempting to place the third graft, the second device was pushed through the aortic valve, interrupting antegrade blood flow from the left ventricle. An intra-aortic balloon pump was placed; post-operatively, however, the patient went into ventricular tachycardia and expired.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. Additional device: tg3110/03917849.